Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had displayed a failed hardware device error, and the device was not detected on the bus after recovery space steps and a restart had been attempted, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 2 was not detected on bus. A field service engineer (fse) reseated pyxibus connection and reboot the station. Then, the fse found that the drawer 2-2 was not working and no lights on drawer control board. Then fse installed new board and retractor cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.